Event description:
During a conversation between the hospital's MRI technologist and oni's applications specialist, MRI technologist reportedly had fingers pinched when retracting the pt chairs leg support. The tech also reported bruising around the nuckle. As a result of this, during oni's follow-up. The event described above was with regard to the pt chair lot number 000949. The chair is part of the overall orthone MRI system, lot number 002126.